Manufacturer narrative:
Age of device: 2 years, 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files were submitted for analysis. The manufacturer's technical representative analyzed the log file and observed speed deceleration on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. It was reported that an x-ray of the percutaneous lead would be performed and patient would be placed on ungrounded patient cable. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer investigation conclusion: although the reported speed drops below the low speed limit were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The submitted log file contained approximately 30 days of data. There were intermittent speed drops below the low speed limit throughout the log file, with 18 total low speed operation alarms recorded. The captured events all occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond.